Manufacturer narrative:
On 10/9/2019 mentor became aware the initial report submitted on that same date had erroneously placed the wrong statement in h10: a manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. The correct statement is as follows: a manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/15/2019. Device evaluation summary: during evaluation of the sample some creases were observed on the anterior and posterior view. No additional anomalies were observed. Based on the facts of the case, the capsular contracture is unrelated to the breast implant and related to the patient condition. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation (mre) was performed for the finished device number 6928213, and no non-conformance related to the reported complaint were identified. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 275cc mentor memorygel breast implants, experienced bilateral capsular contracture baker grade IV on the left and baker grade iii on the right post-operatively. As a result, the patient underwent bilateral capsulectomy, removal and replacement with unspecified implants on (B)(6) 2019. See 1645337-2019-21303 for contralateral prosthesis report. This report contains supplemental information for mentor psr reference number (B)(4).